Event description:
It was reported that during a rectal procedure, after firing, the device did not cut completely, the device was difficult to remove, and the staples were malformed. Another device was used to complete the procedure. There was no pt consequence reported.

Manufacturer narrative:
H4,6. Info anticipated, but unavailable at this time.